Event description:
The unit was originally in for an aha update, secondary findings showed that there was a preamp ext reference fail in the log file that could not be duplicated.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was returned to welch allyn factory svc for an american heart assoc (aha) software update. During this update svc, a review of the device's internal log identified a preamp external reference fail entry. A preamp external reference malfunction could not be duplicated during investigation. Investigation did determine that two components (resistors) were out of tolerance and these components were replaced. The device passed all release testing and was returned to the customer.